Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, depression and breast haematoma. She has never experienced any of the reported events prior to undergoing the essure procedure. Concomitant products included ethinylestradiol;levonorgestrel (seasonique). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), migraine ("excessive migraine headaches"), back pain ("chronic back pain") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, heavy menstrual bleeding, migraine, back pain and abnormal weight gain had not resolved. The reporter considered abdominal pain, abnormal weight gain, back pain, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 245.7 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. New reporter, plaintiff's demographics, medical history and concomitant medication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.